Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer stated they tried adjusting the scope but the console and tower were not in synch with the scope as one thought it was 30 down and the other thought it was 30 up. The customer stated, as they were calling in, they rebooted the system and after the system reboot the scope orientation issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to an improper customer setup. Based on customer allegation, the system issue could occur due to a wrong endoscope orientation in reference to the selected system configuration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that the surgeon had issues with the 30-degree endoscope orientation that was not synched and was off. Customer tried adjusting the scope, but the console and tower were not in synch with the scope as one thought it was 30 degrees down and the other thought it was 30 degrees up. During the call, customer rebooted the system and after the reboot, the scope orientation seemed correct. The procedure was completed as planned with no reported injury.